Event description:
Healthcare professional reported device was opened and discarded/destroyed due to "implant injured during surgery." Device was not implanted. Surgery completed with a backup device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported, device was opened. And discarded/destroyed, due to "implant injured, during surgery". Device was not implanted. Surgery completed with a backup device.